Manufacturer narrative:
The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacturer date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. Reference internal complaint cc#(B)(4).

Event description:
It was reported that during a myosure procedure for uterine tissue removal, the fluid deficit reached 3940ml. The physician decided to complete the procedure. The patient did not exhibit symptoms of hypervolemia but lasix was reportedly given prophylactically. The patient was fine and discharged home.